Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) contacted clinical sales representative (csr) and confirmed that issue was resolved by replacing the instrument with a new one. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The stapler release kit (srk) was not received by isi for evaluation. Record with patient identifier (B)(6) documents the malfunction of the stapler instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler was stuck on tissue. The site tried to remove it but broke the stapler release kit (srk). Intuitive technical support engineer (tse) advised to make sure that emergency stop (estop) was pressed but, it was not. Site pressed it and then powered off the system accidently. Site restarted and attempted to use srk, but jaws would not open after 30 turns. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated during a pulmonary lobectomy surgical procedure, the srk tip broken off inside of the endowrist instrument when trying to turn srk to release the stapler instrument that was stuck on tissue. The reporter advised the staff to use a sterile magnet to the housing and then the broken piece came out of the instrument. The instrument and srk was inspected prior to usage with no damages noted. There was no reported fragment that fell into the patient. The stapler was at a 45-degree angle. The surgeon fired the stapler and then lost control of the instrument (static motion). An error message did display, but they are unsure of what exactly it was for. The surgeon used the cadiere forceps to finish opening the jaws of stapler. It seems like the release kit worked but did not open due to the angle of the instrument. The stapler did complete the staple fire. No system faults were experienced at the time. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no additional bleeding. The procedure was completed robotically. There was no harm or injury to the patient.